Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was almost finished with the case, when he noticed the 512sd seal on the outer gasket had torn. He did not replace the trocar since he was almost finished. There was no consequence to the pt.